Event description:
It was reported that a dexcom g7 sensor experienced a failure that led to pairing failure, and the user requested guidance on turning off the ilet pump until a replacement sensor is available. Symptoms included no reported clinical effects or alerts. Outcomes included no reported impact on daily activities and no medical intervention or hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the responsible device for the pairing failure was not identified. It was concluded that the event was non-serious and user was advised to power down the pump if not in use and keep the battery charged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.